Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: no images appeared. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the occurrence could not be identified with the information available from this complaint and the investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head's images did not appear. There was no patient involvement.